Manufacturer narrative:
At this time, no further information has been received. If new details are forwarded, a follow-up report will be submitted.

Event description:
Boston scientific received information that four days post device implant, loss of capture and fluctuating pacing thresholds measurements were observed. As a result, asystole of approximately three seconds was exhibited. Boston scientific's internal technical services was contacted, at which time troubleshooting guidance was provided. The physician elected to not intervene at this time and monitor the patient, as he had been prior to implant and still remains, in intensive care. Communication states the patient continues to be monitored and threshold programming has been increased. The general state of the patients health reported as uncertain however, not associated with or as a result of the boston scientific device implant or system performance.